Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the clinical team reported that on the same day the end-user experienced hypoglycemia with blood glucose (bg) levels of 43 mg/dl. The end-user called ems, was treated with oral carbohydrates, and was not hospitalized. The end-user reported no long-term effects.